Event description:
The caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that this reset was a safety feature. The pump was functioning as intended, and the customer successfully resumed insulin delivery.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.